Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was receive regarding a patient with a deep brain stimulation (dbs) implantable neurostimulator (ins) for non-malignant pain. It was reported that therapy was found to be off for an unknown reason, despite the patient leaving with therapy on after programming. The patient was participating in a study and possibly using other equipment, and was also using the patient programmer to perform additional tasks as requested by the study. It was unknown if user error or the patient turning off therapy without informing the healthcare team contributed to the event. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative (rep) during investigation that cause was potentially related to user error as it was noted that the medical team was new. Reported event was resolved at time of report and medical team will continue to monitor and report if occurs again. This information has been confirmed with the managing physician. However, root cause was not reported to the manufacturer.